Event description:
A caller reported an issue with a continuous glucose monitor (cgm), specifically cgm error 42. There was no reported adverse impact to the customer's blood glucose level. To resolve the issue, technical support provided detailed instructions for performing a pump reset via email, as the customer did not have the necessary supplies at the time.